Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h25021 and h13i15020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. The cause of peritonitis was unknown and the treatment was not reported. The patient was discharge from the hospital and recovered from this event. No additional information is available. This is report 1 of 2.